Event description:
The contact stated that her mother was tired and not feeling well one evening. She tested her mother's blood glucose with her breeze2 meter and received a reading of 44 mg/dl. The contact gave her mother some juice. She retested and received a reading of 47 mg/dl. She gave her mother some more sugar and received a final glucose reading of 67 mg/dl. Troubleshooting of the breeze2 meter showed it to be operating as designed, but the contact still insisted that the meter be replaced. The test strips are to be returned for evaluation. A replacement meter and test strips were sent to the customer.